Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the right ventricular (rv) lead integrity alert triggered. It was noted beginning (B)(6) 2016, ventricular sics were up to 263, with ventricular tachycardia (vt) non-sustained episodes and evidence of lead noise oversensing. The analyst added on (B)(6) 2016, the rv pacing impedance rose to 608 ohms and then to 1197 ohms on (B)(6) 2016, up from a trend in the 304-418 ohm range. The rv lead integrity warning occurred on (B)(6) 2014 and (B)(6) 2016 for sic greater than 30 in three days and two or more high rate nst episodes.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise and sensing integrity counter (sic). The rv lead was reconfigured by abandoning the pace/sense portion of the rv lead and implanting a new pace/sense lead; the high voltage coils of the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.